Event description:
It was reported that t:slim X2 pump battery would not charge and customer saw power source alert around time issue began. There was no reported impact to the customer¿s blood glucose level. Issue had resolved before contact with Technical Support, customer continued using original wall adapter and charging cable and no additional actions were taken.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.